Manufacturer narrative:
The medical center did return product for investigation and product analysis. The cause of the left ventricle perforation was due to the guidewire perforating, but without the analysis of fluoroscopic imaging, the root cause of the guidewire perforation was not able to be determined. The vascular damage to the iliofemoral anatomy was most likely due to patient condition, as it was noted the physician had difficulty advancing the guidewire through the native vasculature. The failure modes will be monitored and trended.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was received for evaluation. The root cause of the low pump flow was patient condition. Additional information for the initial MFR 1220648-2021-00995 was provided in sections b1, b5, e1, g1, h1, and h6. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, lows were not higher than 1l/minute. The impella cp device was explanted. The patient survived the procedure.

Manufacturer narrative:
The investigation into the left ventricular perforation and iliac artery dissection is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
An impella cp was placed to support a patient undergoing a high risk coronary angioplasty. The patient had multivessel coronary artery disease and aortic valve stenosis. The patient was sent for a CT scan to evaluate her anatomy and was found to have a porcelain aorta and peripheral vascular disease. The patient's access at the femoral artery for the impella placement was complicated due to the peripheral disease. When access was made there was great difficulty advancing through the iliac artery. The vessel was imaged and the team questioned if there was an arterial dissection of the iliac. When the team successfully placed the introducer sheath for the impella, the team continue to have difficulty advancing up the native aorta and to the left ventricle (lv). When the team did advance the guidewire and impella pump to the lv the team observed the pump to have low flows and attributed this to a possible guidewire caused perforation of the lv. A pericardiocentesis was done to remove the fluid. Later the team observed clot burden to be present in the pericardium, and so surgical window was performed. While in the operating room the team also repaired the iliac artery dissection and limb complication.